Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels of over 320 mg/dl. The issue occurred with 3 headsets from the same lot.